Event description:
It was reported that the patient has expired after an implant duration of approximately 0.7 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Revision surgery - pt had rheumatoid arthritis, glenoid bad bone stock.

Manufacturer narrative:
On 07/14/2010 (through follow-up with the health-care provider), it was learned that the cause of death was ventricular dysruption and ischemic bowel. However, the device has been disassociated from the event. Therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information (on 05/04/2010 and 05/11/2010); however, no additional information was received. The device history record (DHR) review has been completed, and there was no nonconformance found related to this event.